Event description:
It was reported that after surgery, x-rays were performed and it was found that a broken tip of guidewire remained in the patient, so the patient was taken back to surgery on the same day to remove the broken piece. No further information is available about the patient and the outcome of the surgery.

Manufacturer narrative:
One 1.2mm nitinol guidewire was returned for evaluation. Visual assessment of the device confirmed its reported breakage. Approximately 1.190 of its distal has been broken off. The break area shows no material voids. The break area shows significant signs of elastic deformation. The broken portion is bent on two planes the guidewire condition indicates it was subjected to excessive forces resulting in its failure. Excessive forces applied to the instrument can result in failure.